Event description:
During a coronary stent procedure of the a pre dilated rca, the physician was unable to cross the lesion and was attempting to retract the delivery device/stent back into the guide catheter. The stent strut became caught on the guide catheter and when the physician was repositioning to bring it back into the guide, the stent came off the delivery device in the guide catheter. The entire system including the guide catheter was removed. It was also noticed that the wire (another MFR's) had fractured during removal. Pt status is listed as "okay".